Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the battery's gauge was fluctuating resulting in the pump shutting down. Additionally, it was reported that an unspecified malfunction alarm occurred. Customer declined follow up from tandem technical support. There was no reported adverse impact. No additional information was provided.